Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint lead, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the lead was bent upon putting on the green tool. The physician was unable to insert a stylet through it and wanted a new lead. This rv lead was never in service. No adverse patient effects were reported.